Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. Potential factors for a self expanding stent appearing to be stretched include, but are not limited to, manufacturing, incorrect device size selection, incorrect sizing of the target lesion, stent shortening and/or lengthening and/or from an inadvertent part mix up at the account. To ensure this is not a result of a manufacturing deficiency, the stent length is dimensionally inspected and visually verified to be positioned between the marker bands. Cine images were reviewed by an abbott clinical specialist, and the results conclude that, it was difficult to confirm actual stretching of the distal stent as there are no images of deployment prior to deployment of the second stent; however, the stent appears slightly less radiopaque than the proximal stent. The lighter radiopacity may suggest stretching. Shortening and/or lengthening of a self expanding stent may occur if the delivery system was inadvertently advanced or withdrawn during the time of deployment. In this case, it may be possible that as the self expanding stent was being deployed out from the distal sheath; the delivery system was inadvertently pulled back slightly causing stretching of the stent as it was being deployed within the vessel. This may also cause the stent to appear stretched on fluoroscopy. Additionally, anatomical conditions may also contribute to the stent appearing to look stretched. As it was reported that the absolute pro was used to treat a heavily calcified lesion in the left femoral artery, it should be noted that the product instructions for use states: the absolute pro 0.035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported incident. A review of the finished device lot history records did not reveal any non-conforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported incident of the stent appearing to be stretched could not be determined; however, based on the review of the lot history record for finished devices and stent sub assembly; there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal left superficial femoral artery. The 10.0 x 60 mm absolute was advanced from right to left, across the adductor canal, and successfully deployed in the distal lesion. The delivery system was removed with no reported issue. A 2nd stent was advanced and deployed proximal to the first stent at which time the previously deployed 60 mm stent appeared to be stretched out to 100 mm. A balloon was used to open up the damaged 10.0 x 60 mm stent. There was no reported significant delay in procedure and no adverse patient effects. Final patient outcome was good. No additional information was provided.